Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was observed on the atrial lead causing inappropriate mode switch. Since the patient is dependent on the atrial lead, the lead was explanted and replaced. The device was prophylactically explanted and replaced due to the advisory. The patient was stable. Related manufacturer reference number: 2938836-2019-16361.

Manufacturer narrative:
A partial lead was returned in two segments. External insulation abrasion was noted at 37.4-37.7cm from the distal tip, consistent with lead friction to the device can. The outer coil was exposed at this location. This is consistent with the cause of the reported field event of noise.